Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that locator was placed. Locator abutment fractured screw internally inside implant (B)(6). Doctor was able to obtain fractured screw and replace locator.

Manufacturer narrative:
Evaluation: product experience report was received, reviewed, and evaluated by zest dental solutions in compliance with applicable FDA and ous country regulations. Data review: a review of other zest product experience files and related trending data for similar incidents was performed to evaluate whether other similar product experiences reports have been received and if data suggests any adverse trends may have contributed to the product experience root cause. Returned product evaluation: condition of the returned product was evaluated to confirm the reported product experience. As part of each product experience investigation, zest performs an analysis to determine the root-cause of the reported problem. Depending upon the information provided, a true root-cause may or may not be determined. In these cases, the most-likely cause of the reported issue would be determined. Other known issues that are inherent to the business operations, typically ones that are related to shipping, handling, customer service, or other, are internally tracked and continually trended for unusual increases. As a result of the above investigation, zest has concluded the following as the root-cause or most likely root-cause of the reported product experience condition: hazard experience: thread fracture during function. No manufacturing event was confirmed, event is tracked and trended with no further actions taken at this time. Part number was updated in the files when product was received. Received and confirmed to be part number 08632 with use of drawing configuration. Most likely root cause of the failure mode / hazard: thread fracture during function typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes" h6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.